Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient had passed away. The reporter indicated that the patient was fine on (B)(6) 2012, during a party however the morning of (B)(6) 2012, the patient was found passed out on the floor; paramedics tested blood glucose levels to be 50-80 mg/dl. There is no information regarding the specific sequence of events leading up to the patient's death. The reporter confirmed that the patient was wearing the insulin pump at the time of death but stated that there were no known malfunctions. The reporter stated that the cause of death was undetermined; an autopsy was going to be performed, but the results were not expected back for another 4-6 months. The reporter stated that the pump and meter were at the medical examiner's office for review and could not be returned at this time. This report is made based on the indication that the patient passed away of unknown cause and the insulin pump could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.